Event description:
The lead was returned for analysis.

Manufacturer narrative:
Analysis is on going.

Event description:
Boston scientific crm received information that this lead exhibited loss of capture due to lead dislodgement.

Event description:
This product was returned for laboratory analysis.

Manufacturer narrative:
Attempts to reposition lead were unsuccessful. The lead was explanted and replaced without incident. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at the (B)(4) laboratory visual observation noted dried blood/body fluid noted in the lead lumen. The insulation was cut at 390-393 and 395 millimeters from the terminal pin. This was most likely due to the removal of the suture sleeve. The clinical observation was unable to be confirmed with laboratory testing. The lead was foudn to be electronically continuous.